Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 285 mg/dl. During troubleshooting with tandem's technical support, it was noted that the luer lock connection to the infusion set was loose and that there were small air bubbles in the tubing. The customer changed the infusion set and delivered a bolus.